Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed approximately 148 millimeters (mm) from the terminal pin, with the proximal segment only returned. Electrocautery damage was noted on the insulation. An environmental stress crack was noted approximately 52-54 mm from the terminal pin, just distal of the terminal boot insulation. The cracking is located on the outside edge of a curve. There were two cracks/tears noted through the outer poly insulation in this area, approximately 53 mm from the terminal pin. The returned segment passed continuity testing. Overall, analysis was unable to confirm the lead fracture allegation as that portion of the lead was not returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Surgical intervention was performed and the physician noted the rv lead to be fractured at the position near the superior vena cava. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Surgical intervention was performed and the physician noted the rv lead to be fractured at the position near the superior vena cava. The rv lead was explanted and replaced. No additional adverse patient effects were reported.